Event description:
It was reported to nova biomedical that a consumer experienced a trip to the emergency room because she received a higher than expected result. When the consumer arrived at the emergency room they nurse tested the consumer getting a result of 118 mg/dl on their hospital meter. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as 'instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation.

Manufacturer narrative:
Expiration date of reported test strips 1020210175 06/2012. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.